Event description:
It was reported that noise was observed on the right ventricular lead of an asymptomatic patient. Their device was reprogrammed on (B)(6) 2014. The patient was seen again on (B)(6) 2014 with improved electrical values. Device output settings were refined based on the new values and the patient would continue to be monitored. The source of the noise could not be determined.

Event description:
New information stated that the lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
.

Manufacturer narrative:
Final analysis of the lead found an insulation abrasion at 16.0-16.5cm from the connector pin, consistent with friction against another implantable device. The abrasion could have resulted in the noise observed in the field.